Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. The current estimated battery longevity shows 1.5 years remaining. Latitude (remote monitoring system) shows that the device is using 328% of the power of measured programmed parameters. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant confirmed that the device is exhibiting premature battery depletion. Due to this anomaly, it was recommended to replace this device within 90 days. Therapy delivery is currently unaffected. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. The current estimated battery longevity shows 1.5 years remaining. Latitude (remote monitoring system) shows that the device is using 328% of the power of measured programmed parameters. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant confirmed that the device is exhibiting premature battery depletion. Due to this anomaly, it was recommended to replace this device within 90 days. Therapy delivery is currently unaffected. Additional information: the field representative provided additional information, indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.